Manufacturer narrative:
Product event summary: the mapping catheter, 2ach15 with lot number 11017332 was returned and analyzed. Visual inspection of the mapping catheter showed the device loop was completely misshaped and it was kinked at 2.39 inches from the tip. All the electrode wires were attached on the loop. In conclusion, the reported kink issue was confirmed. The mapping catheter failed the returned product inspection due to the kink on the loop segment and the misshaped loop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the loop of the mapping catheter was kinked and was then difficult to insert into the right inferior pulmonary vein (ripv). The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.